Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. Voluntary MDR/medwatch report number mw5175349 and mw5175350.

Event description:
A voluntary MDR/medwatch report was received on 10/01/2025. It was reported that a wearable failure occurred. An anonymous report submitted through the maude database described a critical failure involving the dexcom continuous glucose monitoring (cgm) system. According to the report, the dexcom sensor failed to provide a high glucose alert via the app. The patient only became aware of the issue after experiencing symptoms of illness, at which point she manually tested her blood glucose using a glucometer and received a ¿hi¿ reading, indicating dangerously elevated levels. Following this, the patient attempted to initiate two additional sensors from a new, unopened box. However, both sensors failed during the warm-up phase. The app incorrectly indicated that the sensors had already been used, despite being from sealed packages. The patient reportedly attempted to contact dexcom customer support but was unable to reach a representative. She also submitted online forms and requested a callback but did not receive any follow-up communication. As a result of the sensor failures and lack of support, the patient¿s blood glucose remained elevated for an extended period, which she reported as life-threatening. Documentation regarding the treatment or management of the symptomatic hyperglycemia was not provided in the report. Due diligence was not attempted as the reporter's details were not able to be identified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.